Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/probable perforated essure/perforated essure of the lefl tube inte tha mesosalpinx") in a 43 year-old female patient who had essure inserted (lot no. 686077) for female sterilisation. The patient had a medical history of hot flashes, breast pain, appendectomy, migraine, joint pain, herpes nos, chronic diarrhea, bronchitis, anxiety, menorrhagia, pelvic pain, vaginal delivery, parity 1, gravida ii and pelvic pain. The patient had a family history of menstrual disorder, hyperthyroidism and prostate cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4628 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Trailing coils: left 8 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: past surgical history. Appendectomy (2012 or 2013) appentiicitis. Cholecystectomy (2020): hyperbillary duct problems medication list. Meloxicam 7.5 mg tablet: (B)(6) 2022. Omeprazole 20 mg capsule, delayed release. [Ultrasound pelvis] on (B)(6) 2022: uterus: the uterus measures 8.1 x 4.5 x 4.7 om. Orientation is neutral. Endombtrium: endometrial thickness is 3 om. Myometrium: normal echogenicity and contour, no suspicious mass. Cervix: normal echogenicity and contour. No masses or cysts. Right ovary: right ovary is not detected. There is a essure devices in the right cormua protruding approximately 15 mm into the uterine findus. Left ovary: left ovary is not well resolved on this study. The ovary measures approximately 15 x 23 x 19mm, there is a left essure device partially included within the imaging field of view located in the proximal left fallopian tube and cornua. Cul-de-sac: normal. No abnormal free fluid or mass. There is an essure device in the right cornua protruding approximately 15mm into the uterine fundus. There is a left essure device partially included within the imaging field of view located in the proximal left fallopian tube and cornua. On (B)(6) 2022: findings: the right essure device extends through the utering cornu, tip approaching endometrial canal wilh (his on the order of 18 mm and not appreciably changed when compared to prior imaging. The left essure is not well visualized. The right ovary is normal, measuring 2.2 x 1.2 x 1.7 om. The left ovary is not visualized. No free pelvic fluid. Conclusion: righi essure device extends thraugh cornual region, approaching endometrial canal and similar to prior. The left essure device is not visualized. Normal right ovary. Left ovary nol visualized, no free pelvic fluid. The right essure device extends through the uterine cornu, tip approaching endometrial canal with this on the order of 18mm & not appreciably changed when compared to prior imaging. The left essure is not well visualized. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. Lot number: 686077. Manufacture date:2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / probable perforated essure / perforated essure of the left tube inte tha mesosalpinx") in a 43 year-old female patient who had essure inserted (lot no. 686077) for female sterilisation. The patient had a medical history of hot flashes, breast pain, appendectomy, migraine, joint pain, herpes nos, chronic diarrhea, bronchitis, anxiety, menorrhagia, pelvic pain, vaginal delivery, parity 1, gravida ii and pelvic pain. The patient had a family history of menstrual disorder, hyperthyroidism and prostate cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4628 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Trailing coils: left 8 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: past surgical history. Appendectomy (2012 or 2013) appendicitis. Cholecystectomy (2020)- hyperbillary duct problems. Medication list meloxicam 7.5 mg tablet- (B)(6) 2022. Omeprazole 20 mg capsule, delayed release. [Ultrasound pelvis] on (B)(6) 2022: uterus: the uterus measures 8.1 x 4.5 x 4.7 om. Orientation is neutral. Endometrium: endometrial thickness is 3 om. Myometrium: normal echogenicity and contour, no suspicious mass. Cervix: normal echogenicity and contour. No masses or cysts. Right ovary: right ovary is not detected. There is a essure devices in the right cormua protruding approximately 15 mm into the uterine findus. Left ovary: left ovary is not well resolved on this study. The ovary measures approximately 15 x 23 x 19mm, there is a left essure device partially included within the imaging field of view located in the proximal left fallopian tube and cornua. Cul-de-sac: normal. No abnormal free fluid or mass. There is an essure device in the right cornua protruding approximately 15mm into the uterine fundus. There is a left essure device partially included within the imaging field of view located in the proximal left fallopian tube and cornua.; on (B)(6) 2022: findings: the right essure device extends through the utering cornu, tip approaching endometrial canal wilh (his on the order of 18 mm and not appreciably changed when compared to prior imaging. The left essure is not well visualized. The right ovary is normal, measuring 2.2 x 1.2 x 1.7 om. The left ovary is not visualized. No free pelvic fluid. Conclusion: 1. Right essure device extends through cornual region, approaching endometrial canal and similar to prior. The left essure device is not visualized. 2. Normal right ovary. Left ovary nol visualized, no free pelvic fluid. The right essure device extends through the uterine cornu, tip approaching endometrial canal with this on the order of 18mm & not appreciably changed when compared to prior imaging. The left essure is not well visualized. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. . The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : event "medical device removal updated to fallopian tube perforation" lot number added, reporters information, medical history, surgical pathological reports were added rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4609 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.